Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the complaint database was performed and one similar complaint for this lot was identified from the same customer. A review of the device history record was performed and no exception documents were found. If the device is returned at a later date, the complaint will be reopened and a complete investigation will be performed.

Event description:
The account alleges that the peelaway sheath was difficult to tear, making it difficult to use.